Event description:
The customer contact reported sparks were noted from the ac power cord. The pump was returned to the biomedical engineering department with a note that stated, "caution out of order, sparks when plugging into or out of outlet." No specific patient info, pump programming. Or event details were provided. During testing at the user facility. Sparks were noted from the ac power cord when the device was plugged into and removed from the ac power outlet. It was reported that one of the prongs on the ac power cord plug was charred, and a white "powdery" substance was noted on another prong. There were no reports of any adverse patient or staff events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.